Manufacturer narrative:
Updated fields - b4, d9, e1(event site email), g3, g6, h2, h3, h6(medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion) corrected fields - b5, b6, b7, d10, e3, h6(health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, system gives a long beep on boot, problem found with the main board pcb. Need to replace the same. Checked with a new main pcb, the issue remains the same. The same new pcb shows the same error when installed on another working unit. Hence, problems suspected with the newly received board. Need new another pcb to resolve the issue. Replaced defective main board with new one. Also replaced both datasets assembly. (D670-00-1187) (d670-00-1186) with new one. Checked and observe unit trainer with balloon, no any issue found in machine. Machine work satisfactory now.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was giving a continuous single beep during routine check performed by customer. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was giving a continuous single beep. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h6, h11.

Event description:
N/a